Event description:
It was reported that the left ventricular lead impedance was noted to be high. It was further noted that the lead impedance had been rising since implant. The lead was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.